Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received lioresal intrathecal (baclofen) via pump for the treatment of product used for an unknown indication from an unknown start date and dose via intrathecal route. On an unknown date, the patient developed an infection due to which the treatment with lioresal was withdrawn. Seriousness, outcome and causality of event were not reported. No further information was available at the time of the report. Should additional information be received, a supplemental report will be filed.